Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, granuloma, and silicone migration photo evaluation: visual analysis of the photographs identified: ¿ rupture and silicone migration: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "nodules and small cysts", "rupture" and "silicoma". Healthcare professional later reported "capsular contracture baker grade IV" diagnosed via ultrasound. This record is for the left side. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture and silicone migration: observed broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ cyst(s): unable to observe as it is not related to the manufacturing process. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "nodules and small cysts", "rupture" and "silicoma". Healthcare professional later reported "capsular contracture baker grade IV" diagnosed via ultrasound. This record is for the left side. Device has been explanted and replaced with a non-abbvie device.